Event description:
Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced a with non-abbvie brand.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, pain, edema and rupture was received on mar 26, 2025, with lot number 3052156. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: observed broken device assessed as fold flow opening. Pain: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. As per the investigation procedure non-penetrating nick, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture diagnosed via ultrasound. Healthcare professional later reported "breast enlargement, burning sensation, device rupture, diagnosed by ultrasound". Healthcare professional later reported capsular contracture, baker grade iii. Device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported left side rupture diagnosed via ultrasound. Healthcare professional later reported "breast enlargement, burning sensation, device rupture, diagnosed by ultrasound". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.